Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 17.0 cm from the proximal end. The pusher assembly distal detachment tip (ddt) was fractured off the pusher assembly distal tip. The embolization coil was detached from the pusher assembly and had offset coil winds throughout its length. The distal tip of the embolization coil was advanced out of the introducer sheath. Coagulated blood was within the introducer sheath distal tip. Conclusions: evaluation of the returned ruby coil revealed that the ddt was fractured off the pusher assembly distal tip and the embolization coil was detached from the pusher assembly. The embolization coil had offset coil winds throughout its length and was partially advanced out of the introducer sheath. If the introducer sheath is not aligned properly within the hub of a parent device prior to advancement, resistance may be experienced and damage such as offset coil winds may occur. If the device is subsequently retracted against resistance, damage such as a fractured pusher assembly and detached embolization coil may occur. Further evaluation revealed coagulated blood within the introducer sheath and a pusher assembly kink. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a ruby coil. During the procedure, the ruby coil would not advance at all within its introducer sheath; therefore, it was removed. The physician then removed the ruby coil from its introducer sheath on the back table and noticed that the ruby coil was kinked. The procedure was completed using other coils. There was no report of an adverse effect to the patient.